Event description:
It is reported that the device was implanted in 2009 and revised at about 26 days later, due to the femoral shaft fracturing.

Manufacturer narrative:
Evaluation summary: the device was in vivo for approximately one month. No product was returned for evaluation. Also, no x-rays were returned for review. Factors pertaining to the implanted components which may have resulted in femoral fracture could be (but not limited to) one or a combination of the following mechanisms: loosening of the femoral stem, extent of bone support for the stem implant, extent of bony ingrowth, smaller femoral stem size than necessary for the pt, neck with incorrect offset, extent of surrounding soft tissue tension, impingement (levering) between femoral stem/neck and acetabular component(s), pt activity level, rehabilitation regime and compliance thereof, and concurrent medical conditions such as osteoporosis. Based on the available info a definitive root cause can not be ascertained at this time. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.